Manufacturer narrative:
The following field h.6. Was updated due to correction . H.6. Investigation summary: no samples (including photos) were returned for pr#(B)(4). However, this complaint report is linked to pr (B)(4) and photos were provided for pr#(B)(4). This is the 1st complaint for the reported lot numbers. Embecta was able to confirm the customer-indicated issue on pr (B)(4). Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd alcohol swabs had incorrect label information. Report 1 of 2. The following information was provided by the initial reporter, translated from spanish to english: the customer reports that the sanitary registration of the sku is 326895 erroneous, it reads 74892 ssa and should read 74982 ssa.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd alcohol swabs had incorrect label information. Report 1 of 2. The following information was provided by the initial reporter, translated from spanish to english: the customer reports that the sanitary registration of the sku is 326895 erroneous, it reads 74892 ssa and should read 74982.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alcohol swabs had incorrect label information. Report 1 of 2. The following information was provided by the initial reporter, translated from spanish to english: the customer reports that the sanitary registration of the sku is 326895 erroneous, it reads 74892 ssa and should read 74982 ssa.